Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h10, h11. Visual examination of the provided picture identified an explanted articular surface. The device shows signs of repeated use, with biological material visible on its surface. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: additional associated products. 42504607001 femur cemented standard left size 11 lot# 64900848. 42530007901 tibia trabecular metal 2-peg porous fxd brg lt size g lot#. 00587806535 nexgen trabecular metal std patella lot#. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had primary knee implanted, followed by a full revision sixteen months late. This was followed by a bearing replacement nine months post revision. A third revision was performed eleven months after the previous with the articular surface replaced due to flexion instability.